Event description:
It was reported, during the extraction of the implantable cardioverter defibrillator (ICD) due to elective replacement indicator (eri), that there was an excessive amount of dried blood in the header. The right atrial (ra) lead was found to have a higher threshold through this device. Upon removing the lead from the device with the dried blood, the threshold was lower and had good measurements in the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 4076 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).